Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the root cause of the reported phenomenon. However based on the report of olympus service operation repair center (sorc), omsc concluded that this phenomenon was attributed to the main board failure of the subject device. The cause of the main board failure could not be identified. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the main board failure of the subject device which caused the alarm and black indicator of the front panel. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device made a high continuous sound suddenly and the front panel indicators of the subject device lit out then all indicators became black at the same time of the sound during the unspecified procedure. Even it was pressed the power switch and turned on again and started to use, this malfunction continued about 4 times. The occurrence date of the event is unknown. There was no patient injury associated with this report.